Event description:
(Os 16.807). The dentist reported 7 months after the dental implant was installed in the pt's mouth, it was verified its non osseointegration. Pt had low bone quality (bone type iii).